Manufacturer narrative:
A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369514 was released in a single batch. Batch1: lot qty of (B)(4) units were released on july 27, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x25 final tightener (part # 279712600, lot # gm5369514) was received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip (drive feature) of the device was twisted. The very distal portion of the tips were rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. The stripped condition confirms the reported device assembly issue. Conclusion: the complaint was confirmed for the received device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon performed a hybrid construct using the viper prime and the expedium 5.5mm system. The patient had hard bone and given this fact, the palm handle for the viper prime screwdriver was significantly damaged due to the use of a hammer. The handle no longer attaches to the prime screwdriver and therefore needs to be replaced. Also, with the expedium system, the ball tip feeler straight was bent, and the torque drive shaft was stripped. These broken devices did not cause any delay as other instruments in the systems were used and the patient was not affected. This report involves one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 2 of 2 for (B)(4).